Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge error while attempting to load 2 cartridges. The customer successfully loaded a cartridge from another box. There was no impact to the customer's blood glucose level.